Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that at the time of device changeout due to medical judgement, the lead was found to be floating in the rv (right ventricular) outflow tract with no capture. The patient further reported that the physician told the patient that the lead was out of the device when the pocket was opened. The patient did note feeling less energy a few months before the changeout as well. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.